Manufacturer narrative:
Evaluated 1 open/used reservoir. Performed pre-fill reservoir test per es9041. Found no air bubbles anomaly during analysis. Checked o-rings/stopper groove for defects and none was found. Conclusion: no air bubbles. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 458 mg/dl. Customer also stated that the reservoir had the air bubble. Troubleshooting did nor resolve the issue. The customer declined troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.